Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with this complaint.